Event description:
It was reported that this was a retrospective study conducted to analyze the proglide vascular closure device and the factors predisposing to failure (reported failure rate as 2-8%) when the devices were used for the closure of large hole (16¿26 fr) arteriotomies, and to determine the predictive cut off values of predisposing factors. In this study, the proglide device was used to achieve vascular access site closure in 458 patients undergoing repair of abdominal aortic aneurysm, thoracic aortic aneurysm, type b aortic dissection, or transcatheter aortic valve implantation. Overall, proglide failure occurred in 7.6% of cases. Factors that predisposed to failure included a history of peripheral arterial disease (pad), the presence of common femoral artery calcification, the depth of the skin puncture site, body mass index (bmi), and use of sheath size = 19 fr sheath. Although some complications were noted with all vascular closure devices discussed, the complications specifically for proglide device included ischemia, bleeding, pseudoaneurysm, surgical intervention and the malfunction of failure to close the access site/achieve hemostasis. The study concluded that although the use of the proglide device for femoral arterial closure after percutaneous endovascular aneurysm repair is associated with a good clinical success rate, factors such as body mass index, the presence of certain comorbidities, the depth of the skin puncture site, and sheath size are significantly associated with device failure. Therefore, it is prudent to ensure careful patient and device selection and to follow an appropriate operating procedure to achieve successful outcomes. Specific patient information is documented as unknown. Details are listed in the article, titled "factors in proglide vascular closure failure in sheath arteriotomies greater than 16 french¿.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of ischemia, hemorrhage and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported needle to cuff miss and failure to achieve hemostasis could not be determined. The patient effects of ischemia, hemorrhage and pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported needle to cuff miss and failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B3 - date of event: estimated d4- the UDI is not known as the part and lot number were not provided. Attached: literature article

Manufacturer narrative:
A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined.